Event description:
It was reported that during room setup for an unspecified procedure, prior to patient entry, scope communication error code e226 appeared on the flex deflectable videoscope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.